Event description:
A user facility submitted a repair request to the olympus service center, for the evis exera iii colonovideoscope having air/water flow issues. The event occurred during an unknown diagnostic procedure. It was reported that the procedure was completed using similar device. Upon inspection and testing of the customer returned device, foreign material was found clogged in the air/water nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber glue separated, distal end cover cap scratched, connecting tube scratched, and insulation resistance value out of specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities". "Flush the air/water channel with water and air". "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution". Olympus will continue to monitor field performance for this device.